Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the radial artery anastomosis. A 10.0 x40, 75cm gladiator elite was advanced for dilation. The balloon was pressurized to 19 atmospheres in the vessel and the pressure was deployed. When removed, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the lesion was moderately tortuous and mildly calcified. The balloon was inflated for above 60 seconds.

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the radial artery anastomosis. A 10.0 x40, 75cm gladiator elite was advanced for dilation. The balloon was pressurized to 19 atmospheres in the vessel and the pressure was deployed. When removed, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device found that the balloon had not been inflated and was not tightly folded and was subjected to positive pressure. The balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a shaft kink 360mm proximal from the distal tip and damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the radial artery anastomosis. A 10.0 x40, 75cm gladiator elite was advanced for dilation. The balloon was pressurized to 19 atmospheres in the vessel and the pressure was deployed. When removed, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the lesion was moderately tortuous and mildly calcified. The balloon was inflated for above 60 seconds when it ruptured.